Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit will not lock into cart. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and reported that unit's latch would not fully engage to securely lock the cardiosave in place. The fse lubed the latch for a smoother transition. Subsequently, the fse inserted the console in and out multiple times with success. Unit passed all functional and safety tests per factory specifications. Iabp was returned to customer and cleared for clinical use. Getinge does not recommend the use of non-OEM parts and cannot guarantee the performance of units making use of non-OEM parts. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).